Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material remaining in the device was attributed to improper reprocessing due to a leak in the biopsy channel. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect the suggested event. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had a b30 (scope communication error). The issue was observed during a procedure. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found in the air/water tube and cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to corrosion on the plug unit a b30 (scope communication error) occurred, the air/water cylinder had no color, the suction cylinder had no color, the plug unit had corrosion due to water leakage, the cable unit had corrosion due to water leakage, due to damage on the channel tube the water tightness was lost, due to a chip on the distal end cover the insulation resistance value at distal end did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, and objective lens had a scratch, the light guide lens had a crack, the adhesive on the bending section cover rubber had a crack, and the connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.